Event description:
It was reported that the asymptomatic patient presented to the clinic for a routine follow-up. Multiple oversensing episodes due to atrial flutter were observed on the ventricular channel. This behavior was noted at a previous check and the device was reprogrammed at the time. However, the issue recurred. Chest x-ray confirmed proper placement of the ventricular lead. Additional programming change was made. The patient is scheduled for a venogram and will follow-up with the physician at a later date.

Manufacturer narrative:
(B)(4).